Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display on the lcd has changed by itself. Without touching the screen, the display changed as if tapping trend field for changing the field view. No pt incident was reported.